Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The photograph was evaluated and shows 6 unused tubes. No loose caps were observed from the photograph provided. Therefore, 10 retained tubes from the bd inventory were functionally tested and the cap/stopper assemblies were removed and reattached, and samples were left to stand for 3 hours. None of the cap/stopper assemblies detached from their tubes during the procedure. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photograph provided and retained samples test results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes top came off after collecting samples. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "it was reported that the top of tube came off after collecting sample during inverting of pink tube. Closer inspection 6 other tubes not used found to have top easily come off or not tight.".